Manufacturer narrative:
510k: this report is for an unknown drill bit/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on an unknown date, the tip of the tip of the tfna drill bit broke off during a case. A small fragment remains in the patient. The operation was completed as expected. This report involves one (1) unknown drill bit. This is report 1 of 1 for (B)(4).

Event description:
This report is for one (1) 10mm cannulated tapered drill bit.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the drill bit f/lateral cortex opening f/dhs (part # 03.037.021/ lot # f-19309) was received at us cq. Upon visual inspection, the distal tip of the drill bit was observed to be broken and no fragments were returned. The embedded piece cannot be confirmed as there was no evidence (photos or x-rays) provided showing that the fragments were embedded in the patient. No other defects were identified. Dimensional inspection: dimensional inspection was not performed due to post-manufacturing damage. Conclusion: the overall complaint was confirmed for the received 10mm cannulated tapered drill bit (part # 03.037.021/ lot # f-19309). Although no definitive root-cause can be determined it¿s possible the device experienced unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.037.021, lot: f-19309, manufacturing site: selzach, supplier: (B)(4). Release to warehouse date: 22 april 2016. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.